Event description:
It was reported that a flo-gard infusion pump had a display that would not turn on. It was not specified when in the process this occurred; however, there was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection and a service history review were performed. Visual inspection identified that the display would not turn on. The cause of the condition was determined to be a damaged board sensor pcba. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.